Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007 the patient underwent the following surgeries: 1. Arthroscopic limited debridement, 2. Open rotator cuff 2. Open rotator cuff repair to treat the pre-op diagnosis: recurrent left shoulder rotator cuff tears. Findings: 1. The anterolateral corner of the patient's acromion had fractured off, rotated 90 deg. Inward and healed again, thereby forming a prominence which had re-torn the supraspinatus tendon, 2. The patient had a detachment of the supraspinatus from the greater tuberosity. On (B)(6) 2007 the patient underwent the following procedures: posterior instrumentation with pedicle screws at l4, l5, s1 bilateral with posterior lateral fusion, l4, l5 and s1 bilateral with laminectomy at l5 with nerve root decompression at l5 on the patient's right side to treat the following pre-op diagnosis: osteoporotic fracture at l5 with multiple medical problems. Findings: osteoporotic bone with marked swollen nerve root at l5. Emg somatosensories were used throughout. Op-notes: patient's back was prepped and draped in the usual sterile fashion, her skin was markedly injured from her burns and multiple donor sites for grafting and it was necessary to make a large incision overlying the l4-l5, s1 areas. Incision was extended down to the spinous process. Original incision was made with a skin knife, extended with electric scalpel. Dissection was carried all the way down to the facet joints and then to the transverse process of l4 and l5 ala of sacrum. Pedicles screws were inserted first. The facet joint, the transverse processes and the parts interaticularis were used as landmarks and then x-rays with fluoroscopy were used for further localization. The l5 scre ws were tested with emgs and there was no involvement of the nerve roots. The laminectomy at l5 was performed by cutting through the spinous process, which was then harvested for bone graft. The leksell rongeur was used for this part, then the drill to take the di ssection further. Dura was identified. The dissection was carried down to the patient's l5 nerve root exposing this completely and opening it up. The nerve root was inflamed and reddened. No bony material was found next to it and this was left as is. There was some thickened ligamentum falvum that was removed when the laminectomy was performed but efforts were made not to take too much bone out so as to destabilize the patient further. The bone around the pedicle screws was decorticated. It was possible to decorticate the joints as well to allow for better fusion. Rods were placed and one cross link was attached. The final x-ray showed good alignment on ap and lateral. The patient then underwent a posterior lateral fusion with the transverse processes being involved with rhbmp-2 and grafton-type material, which was allograft and the patient's own bone. The patient is, at this time, being awakened from the surgery. No other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2.